Manufacturer narrative:
(B)(4). No device evaluation performed; instrument retired from service by customer. Possibly related to specimen related issue (mixing, draw technique (finger stick) or instrument maintenance. Additional data: cell-dyn lytic rgt list 8h19-02 lot 58980i2 was added to the concomitant medical products and therapy dates.

Manufacturer narrative:
(B)(4). On (B)(6) 2008, (B)(6) university student health services in (B)(6), reported discrepant hemoglobin (hgb) results generated on a patient by a cell-dyn 1700 instrument. The specimen was a fingerstick draw. Appearance of the specimen was unknown because it had been discarded. The customer stated that the analyzer monthly clean up was last performed on (B)(6) 2008 and weekly last performed in (B)(6) 2008. The hgb flow cell was cleaned a week prior to the incident. The customer technical advocate (cat) discussed with the customer that the issue might be related to specimen integrity or instrument being due for maintenance. The cta suggested to the customer to perform monthly and weekly maintenance, inspect syringes for leaks, debris, or bubbles, run precision, and call back if issue persisted. The customer faxed ten (10) pages of data, which showed controls within range before and after the specimen that had low hemoglobin (hgb). Summary of patient results between fingerstick and venipuncture are as follow: cell-dyn 1700: wbc=6.9 k/ul, rbc=2.66 m/ul, hgb=8.8 g/dl, hct=26.3, mcv=98.8 fl, plt=194 k/ul; reference lab: wbc=9.8 k/ul, rbc=3.84 m/ul, hgb=12.4 g/dl, hct=35.7, mcv=93.0 fl, plt=317 k/ul. The customer did not run a venous specimen on the cell-dyn 1700 instrument at the lab or send the fingerstick specimen to the reference lab. The specimen was collected on (B)(6) 2008 and did not have access to run second specimen sent to the reference lab. No patient care was impacted by the low hgb results. On (B)(6) 2008, the cta placed a call to the customer to follow-up on recommended maintenance for the instrument. The customer had not performed the required maintenance and stopped running patient specimens until being able to complete recommendations. On (B)(6) 2008, the cta followed-up with the customer in regards to recommended maintenance for the instrument. The customer had not been running specimens because no maintenance had been completed on the instrument. The customer was to try to complete monthly and weekly maintenance, inspect syringes, and verify precision and controls. During a follow-up on (B)(6) 2008, the cta was informed that the customer stopped using the instrument and will not be putting it back into service (retired). Customer did not want service. No troubleshooting was done, as previously requested by the cta. It could not be determine if cause of discrepant result was due to specimen collection technique issues. The cell-dyn 1700 system operators manual (list number 03h58-01, revision f) under section 5, operating instructions, specimen collection and handling, page 5-9, provides information in regards to specimen collection and the operator is referred to (B)(4) for additional information on collecting venous and capillary samples. Abbott hematology educational monograph; prevention of patient hemoglobin errors; attachment a: (B)(4) provides information regarding pre-analytical errors, specifically, mixing errors on page 2 of 6: when hand-mixing a blood specimen, it is essential to produce a uniform suspension of the blood cells. If the specimen is insufficiently mixed, and a sample is taken from the top of the blood, erroneously low hgb and rbc results are generated, along with increased white blood cell (wbc) and platelet (plt) concentrations. When a sample is taken from the bottom of the blood tube, erroneously high hgb and rbc results are found, with low wbc and plt concentrations. Section 9, service and maintenance, preventive maintenance schedule, page 9-7, recommends performing rinsing of the lyse inlet tubing and cleaning of the rear fan filter on a monthly basis. As part of a weekly basis, the following should be performed: open sample auto-clean, aspiration probe exterior cleaning, and closed sample auto-clean (for cs model only). A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn 1700, list number 03h53-01, related to issues with discrepant results with fingerstick specimens. Based on the investigation, no product issue was identified for the cell-dyn 1700, list number 03h53-01. This is the final report.

Event description:
The account stated that the cell-dyn 1700 analyzer is generating discrepant hgb results from a fingerstick sample (tested at the account) versus a venous sample (tested in the reference lab). The account provided all the results that were generated from the patient samples; fingerstick sample, wbc=6.9 k/ul, venous sample wbc=9.8 k/ul, fingerstick sample;rbc=2.66 m/ul, venous sample rbc=3.84 m/ul. Fingerstick sample, hgb=8.8 g/dl, venous sample hgb=12.4 g/dl.fingerstick sample hct=26.3%, venous sample hct=35.7%. Fingerstick sample mcv=98.8 fl, venous sample mcv=93.0 fl. There were no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.